Event description:
During an adrenalectomy procedure, after installing the device, the doctor found the blade couldn't pass self test. Then he changed to another device and could pass self test. However, during the operation, the generator alarmed and error code is 5. When changed test tip, the device could work. There was no reported patient consequence.